Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the emergency room with swelling on the upper left arm. Deep vein thrombosis was noted within the axillary, cephalic, and basilic veins of the left upper extremity via ultrasound. Patient was treated with heparin and was stable the following day.